Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl, fainting, a fractured tooth, and a large ketone level identified as dangerous. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with saline intravenous drip, and insulin injections. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.